Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion. During a pulsed-field ablation (pfa) for pulmonary vein isolation (pvi) to treat atrial fibrillation, a farawave was selected. Procedure was done of the pv. After completing the right inferior pulmonary vein (ripv), the farawave catheter was placed back into nominal position and pulled into sheath. Ice was then used to check post ablation to make sure there was no effusion; however, there was effusion noted. Proper measures were taken, patient had pericardiocentesis and was transferred to the unit to be observed. The patient was stable, which happened to be several hours after the procedure and they were hospitalized and expected to fully recover. The effusion was noticed at the end, prior to removing sheath from left atrium (la). Directly after last ablation, catheter was placed in nominal position, and before exiting la, ice was used to visualized. The catheter was disposed.